Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare has issues on sheath kinking as well as not being able to cut. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: a captivator cold single-use snare was received for analysis, and it was found that the working length was kinked. Also, as a functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly. No other problems with the device were noted. The reported complaint of snare failure to cut was not confirmed the loop was able to extend and retracted in the 10- inch loop fixture. Investigation found that the working length was kinked. This failure likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare has issues on sheath kinking as well as not being able to cut. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.